Manufacturer narrative:
According to available information, this device and right ventricular lead remain implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this device and right ventricular lead device displayed high out of range shock impedance measurements. All other measurements were normal. A lead revision was performed. When the pocket was opened, visual observation revealed the df-1 portion of the lead was not secured tightly to this device. The connection was secured and normal measurements were obtained. No adverse patient effects were reported.